Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device availability - additional. H2: additional information / device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. There was no data in the share log to review. Confirmation of the complaint is undetermined. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.